Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an incompatible scope error. The event had occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Additionally, no image was found during investigation. A root cause could not be identified. Based on the results of the investigation, the cause of the reported issue could not be established. However, for the issue of no image the cause was due to a burnt circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.